Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Correction: product and related fields updated to proper value.

Manufacturer narrative:
Device lot number is unavailable. Device UDI not provided. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported that when the surgeon switched from the ball tip probe to the tap, the tap displayed in the system as ~2cm higher than it was physically present at, even though the probe was accurately represented in the system. The issue was discovered during navigation. Additional information received from the manufacturing representative on 4/23 and 4/24 reported that they checked out the system and found that the ball tip pointer probe the surgeon was using was bent and they thought it was contributing to the issue. They were not sure what was in the right position, during the case. They were both in the same location on the patient's spine, yet the monitor told them they were in two different locations. When they switched probes, the discrepancy went away. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. No further information was provided.